Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) did not reveal any findings which would have contributed to the reported driveline disconnect events and subsequent pump stops confirmed in the submitted log files. A specific root cause for these events could not be conclusively determined at this time. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of syncope and splenic infarcts could not be conclusively established through this evaluation. The submitted system controller event log files contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. Three momentary driveline disconnect alarms with subsequent pump stops were captured on 14oct2025. The pump resumed normal operation in between these events and after the final event. No other notable events or alarms were captured. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump header. The distal portion of the pump cable was returned in three pieces measuring approximately 8.0¿, 6.5¿, and 8.5¿. The modular cable was returned. The outflow graft and the outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned and rebuilt. The pump cable was reconstructed, and the cable and the returned pump were connected to the returned system controller and returned modular cables. The pump operated for an extended period without any issues or alarms. The driveline was manipulated by hand, and no issues were observed. The device operated as intended and in accordance with manufacturing specifications. No notable alarms were captured during operation of the device. The pump cable wires were tested for current leakage and all wires passed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 6 of the IFU lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Furthermore, section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department after multiple syncopal events the night of 13oct2025 and prior to rounding the patient had a driveline disconnect. The cause of the syncope was not determined, and no treatment for syncope was reported. The patient was admitted on (B)(6) 2025. The patient and staff reported that neither the driveline nor the mod cable was disconnected. The patient was on an ungrounded cable at the time. Log file review was requested which revealed a driveline disconnect alarm flag on (B)(6) 2025 at 7:07:32. The date indicated the driveline was reconnected on (B)(6) 2025 at 7:07:48 while the patient was on power module power. Based on the log files, the driveline disconnected appeared to be a true disconnect, however it could not be determined if the disconnect occurred at the system controller connection or the modular cable connection. The log file was not indicative of any driveline or modular cable issue. Later on (B)(6) 2025 the event recurred. Additional log file's were submitted for review which confirmed a second lvad off event associated with a driveline disconnect at 9:16:55. The data indicates the motor function resumed at 9:17:01. The modular cable and system controller were exchanged; however, the alarm recurred. The patient cable of the power module was also exchanged to rule it out as a potential cause of the driveline disconnects. The site intended on taking the patient for a computed topography (CT) scan with contrast. CT of the chest showed tiny splenic infracts, however, the rest of the CT was unremarkable. The site expressed no concern related to the splenic infracts, and no treatment was performed related to the splenic infracts. A CT of the abdomen was also unremarkable. Additional log files from after the system controller was exchanged found date which follows the signature of driveline disconnect events. The pump was exchanged on (B)(6) 2025 and the driveline disconnect events appear to have resolved after the exchange as of on (B)(6) t2025. The patient was noted to be doing well after the pump exchange.